Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) evaluated the device and verified an error code 1102 in the diagnostic log. However, the actual alleged condition was not duplicated. The fse found that the unit would need a new speaker. The fse replaced the internal speakers to resolve the reported issue. The unit passed all required testing. The customer reported that the unit has been put back into service. The speaker assembly was received for failure investigation (fi). Visual inspection of the speaker assembly revealed no signs of damage or contamination. The speaker assembly was tested and the reported condition was verified. The root cause was traced to a open voice coil. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a primary alarm failure. The customer reported the ventilator was not in use on a patient at the time the event occurred.